Event description:
The patient had ifuse surgery on (B)(6) 2012. He claimed to have had an infection one week post-surgery and underwent three days of antibiotic therapy. The infection presumably resolved following the therapy.

Manufacturer narrative:
Per the risk management from the treating hospital on (B)(6) 2014: "this is in response to your request for a medwatch form for the patient who developed an infection post operatively. The infection is not related to the device implanted, therefore a medwatch form will not be completed. Thank you for your diligence in safety."

Manufacturer narrative:
This event was provided to the si-bone nurse consultant by the patient. This reported infection is currently being investigated. Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, instrument cleaning/sterilization instructions and fmea, the root cause could not be determined. The sterility certificates of conformance were reviewed for lot numbers 7628002578002, 7628002578005 and 7753002994002. There were no non-conformances associated with these lots. Ifuse implant, (B)(4), lot# 7628002578002, manufactured 06/06/11, expires 2014-07. Ifuse implant, (B)(4), lot# 7628002578005, expires 2014-07. Ifuse implant, (B)(4), lot# 7753002994002, manufactured 12/05/11, expires 2014-11.